Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "reported leaking at distal tip where spiros connects to clave and clave connector connects to PICC. Patient involvement: yes; death/serious injury: no; human harm: no; delay in therapy: yes; medical intervention needed: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "reported leaking at distal tip where spiros connects to clave and clave connector connects to PICC. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: yes. Medical intervention needed: no."